Manufacturer narrative:
This event occurred in (B)(6). Based on the limited information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant low result for 1 patient that is a baby tested for elecsys anti-tshr (tshr) on a cobas e 411 rack analyzer. The initial result was 39.9 ui/l. The repeat result after a 1:10 dilution was 100.7 ui/l. The result of 100.7 ui/l is believed to be correct. It is not known if the questionable low result was reported outside of the laboratory. The anti-tshr reagent lot number and expiration date were not provided.